Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of pain, dysfunction, and loss of range of motion. It was also alleged that fluid and black debris were noted during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in revision operative notes dated (B)(6) 2010 indicate the presence of serous fluid and black debris. The modular head, taper insert and acetabular cup were removed and replaced with a biomet ceramic head and competitor acetabular components.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of pain, dysfunction, and loss of range of motion. It was also alleged that fluid and black debris were noted during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain." And "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01644-1 & 1825034-2013-01685).